Manufacturer narrative:
Per tandem¿s t:flex user guide ¿the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message after filling the cartridge with 300 to 400 units. Reportedly, the customer refilled the cartridge with another 400 units. The customer was not sure if they initially filled the cartridge which is why the customer stated that they added more insulin. Also, it was noted that a cartridge alarm 1 occurred and that the cartridge was cracked as well as leaking. The customer loaded a new cartridge successfully. The customer's blood glucose level was 512 mg/dl and the customer indicated that bolus via the pump would be administered.